Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump usb port was damaged and the pump could not be charged. Reportedly, the pins inside the usb port were bent. The customer's blood glucose level was not impacted. Reportedly the customer would continue to use the pump for insulin therapy.